Event description:
It was reported that patient presented to clinic for follow up. The right ventricle (rv) lead exhibited loss of capture. The rv lead was capped and replaced with a new lead on (B)(6) 2025. The patient was stable throughout procedure.